Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The clinician felt that the capsule trocar did not completely advance. The capsule fell off the delivery sys upon removal from the pt. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a f/u medwatch report will be sent.